Event description:
A facility tech contacted baxter to report a dialyzer that was not passing a pressure test. The contact from the facility reported that during therapy, with about 1 hr left, the hemodialysis machine alarmed for a blood leak. A hemastix confirmed the blood leak. The ctr then processed the dialyzer on the renatron and the dialyzer did not pass the pressure test. The dialyzer was failing at 93 psi. The reporter stated that the facility noticed a gap in the fibers of the dialyzer. This dialyzer had 10 reuses. The sample was discarded and not available for evaluation. There was no pt injury, medical intervention or hospitalization associated with these events.